Manufacturer narrative:
Date of death estimated based on the aware date of (B)(6) 2020. Date of event estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At some point post-procedure, the patient died allegedly due to the device.